Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in-clinic with episodes of inappropriate auto mode switch due to far field r wave oversensing. Programming changes were made. The device remains implanted. The patient will continue to be monitored with routine follow-up.